Event description:
As required by the us FDA for medical device distributors, this letter is to inform, the FDA, that invacare - elyria, oh has been contacted regarding the above referenced device in an alleged incident that occurred on or about on (B)(6) 2011. Merits health products. Inc., registration number: (B)(4) has also been notified regarding this incident. Details include: (B)(6), a pre-existing double amputee, was using the wheelchair on a handicap sidewalk when it allegedly tipped over. The wheel chair landed on top of the user. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).